Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence. The physician suspected this was due to atrophy at the cuff site, as there were no device issues identified. The aus was replaced, and the cuff was placed at a new spot on the urethra. There were no additional patient complications reported.